Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated he has to really concentrate and grunt to get any urine to come out. Patient stated he isn't sure if the bladder is emptying or anything. Patient stated he had to use a catheter to empty the bladder 3 times. The patient stated about 3-4 days ago they have been a gradually worsening with difficulties urinating and in the last day or two. Patient stated he had to take a sleeping pill on 2 occasions and woke up ruining his shorts due an accident about a week or so ago. The patient stated that a couple days after they first episode of waking up with accident after sleeping pill. Patient stated he has not tried making any adjustments with the patient programmer (pp) yet. Patient reported stimulation was on, at 1.1v and on program 3. Patient services walked patient through increasing stimulation to 1.6v where he stated it was comfortable and felt it in his groin. Patient stated he has a follow up appointment with healthcare provider (hcp) today. Wife was assisting pt on the call with pp. Caller stated "we're old people and "she" was having trouble getting around to where the battery it." No further complications were reported.